Manufacturer narrative:
Evaluation:on-going.

Event description:
Country of complaint: USA. During a laparoscopically assisted vaginal hysterectomy (lavh) the working end of the grasper fell apart. The facility reports that all pieces were retrieved from the abdomen. No patient injury reported. Length of delay in procedure to remove broken pieces is unknown.

Manufacturer narrative:
One atraumatic d/a grasper was returned for evaluation. Visual assessment of the device confirmed the reported disassembly. The upper and lower jaws have come free from the dual action housing. The jaws were returned or examination and show no damage. Missing from the returned device is one of the dual action pivots. The sheath is bent/bowed. The condition of the device is consistent with excessive forces being applied during use. Per the device IFU "instruments must be handled carefully during surgery and cleaning to avoid misusing the instrument. Misuse will usually result in damage or breakage". No root cause related to the manufacture of the device can be established. No further investigation is warranted at this time.